Event description:
It was reported that the patient received 2 inappropriate shocks. Device was reprogrammed and lead remains implanted. Physician will continue to monitor the patient.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.